Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a constant burning pain at the lead surgical/implant site. It was indicated that the patient had reported having fallen right onto the lead surgical/implant site ¿awhile back¿. It was reported that no diagnostics/troubleshooting was performed as the ins was discharged. The patient¿s managing physician was notified and the patient will make an appointment with the implanting surgeon¿s off for a consultation. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred in 2018, but it was unknown the month or date. No further complications were reported/anticipated.